Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via a manufacturing representative that the patient, whose indication for use is dystonia was experiencing a power on reset (por). It was unknown what type of por was displayed on the patient programmer. No patient symptoms were reported. The patient had flown on march 9th 2016 and believed the security gate may have caused the por. The patient had gone to charge on (B)(6) 2016 and had noticed the por. The patient was able to clear the por with the patient programmer and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.